Event description:
The pump was returned for investigation. Investigation revealed that the text on the display screen was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/06/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings: evaluation revealed that the text on the display screen was dim, faded and discolored. Unrelated to the display issue, evaluation revealed the paint finish on the pump was faded, discolored, chipping and worn off, which is a cosmetic issue and has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).